Event description:
The customer reported boost mode created a saturation fault error message. This likely to result in a lock up situation. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reseated power supply connectors. The system operates as intended.